Manufacturer narrative:
(B)(4). Approximate age of device- 3 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered a stroke. The patient presented with visual changes with headaches. A CT scan revealed no acute intracranial findings, mild chronic microangiopathy. Patient¿s inr 2.4. On (B)(6) 2018, the patient underwent a pump exchange due to increasing hemolytic markers. At the time of the event, the patient¿s lactate dehydrogenase (ldh) was 800 u/l and plasma hemoglobin at 11 g/dl suggesting likely pump thrombosis. Heparin infused partial thromboplastin time (ptt) 60 to 80 due to rising ldh. No additional information was provided.